Event description:
It was reported that the customer was hospitalized from (B)(6) 2014 to (B)(6) 2014 due to a high blood glucose level of 637 mg/dl. He had a diabetic ketoacidosis. The customer was wearing his insulin pump at the time of the hospitalization. The customer received a button error and a motor error alarm. He also received no delivery alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.